Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having an issue getting into auto mode. Blood glucose value was 400 mg/dl at the time of the incident. The customer treated with a manual injection. No hospitalization for the high blood glucose value. Troubleshooting was performed and the customer was assisted in getting into auto mode. The customer was advised to call back to follow up for auto mode. Nothing will be replaced or returned.